Event description:
A report was received via social media that the patient was experiencing muscle spasms. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Implant date: 2000. Additional information was received that the patient experienced inadequate pain relief.

Event description:
A report was received via social media that the patient was experiencing muscle spasms. The patient underwent an explant procedure. No further information could be obtained.